Manufacturer narrative:
(B)(4). Medwatch # mw5068613. Additional information regarding the event and patient's condition requested from the user facility. No additional information received at the time of this report.

Event description:
The customer reports that the patient was hemodynamically unstable and required a central line. The first attempt was made and when the guidewire was removed, it was noted to be extremely difficult and began to unravel. Eventually it was removed and a new one was inserted. The second guidewire could not be removed and unraveled while in the patient's chest. The patient required surgery to remove the wire. The second attempt is captured and documented in MDR# 1036844-2017-00166.

Manufacturer narrative:
(B)(4). Medwatch # mw5068613. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of guide wire unraveling could not be determined based upon the information provided and without a sample.

Event description:
The customer reports that the patient was hemodynamically unstable and required a central line. The first attempt was made and when the guidewire was removed, it was noted to be extremely difficult and began to unravel. Eventually it was removed and a new one was inserted. The second guidewire could not be removed and unraveled while in the patient's chest. The patient required surgery to remove the wire. The second attempt is captured and documented in MDR# 1036844-2017-00166.